Manufacturer narrative:
Date of birth: patient's birthday was not provided, 1974-01-01 was used based on age of patient. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
It was reported when using the bd precisionglide¿ needle the needle point penetrated through the shield. The following information was provided by the initial reporter. The customer stated: "the needle did not have a safety. The missing safety cap and needle had poked through the plastic."